Manufacturer narrative:
(B)(4).

Event description:
Customer reported the glue did not adhere the cannula portion of the hose connection while being used for high flow nasal cannula therapy. It was reported the cannula was replaced. No patient harm was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the strap was disconnected. It is possible that this defect occurred due to mishandling of the product during usage. The failure was reported during use on a patient. If extra force is applied to the device during use it could cause it to detach. In the current manufacturing procedure, 100% inspection is conducted at the assembly and packing area to ensure there are no defects. Any defective products would be detected prior to release from the manufacturing facility. The reported complaint was confirmed; although a root cause could not be determined.

Event description:
Customer reported the glue did not adhere the cannula portion of the hose connection while being used for high flow nasal cannula therapy. It was reported the cannula was replaced. No patient harm was reported.